Event description:
Device issue: partial balloon deflation, resistance. Time of device issue: during the procedure. Adverse event: none. It was reported that during an unspecified procedure, in a non-tortuous vessel, after stent deployment, the balloon did not deflate completely. Resistance was felt when removing the balloon from the stent, retracting the balloon into the guiding catheter, and removing the balloon from the guide catheter. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Results and conclusions will be forwarded upon completion.